Event description:
It was reported that surgery was delayed due to the surgeon having trouble inserting the device.

Manufacturer narrative:
.

Manufacturer narrative:
The affect device was returned and evaluated. Visual evaluation of the liner identified the laser etch to be partially diminished. This condition is commonly seen after parts have been autoclaved, a process that will physically change the part size. We believe the device to have been autoclaved, rendering it unable to be accurately measured. A review of complaint history revealed no previous complaints for this batch/failure mode. A review of manufacturing records did not reveal any abnormalities that may have contributed to this failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.